Event description:
It was reported via repair work order that the left side rail will not latch in the upright position due to a broken locking spindle spacer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.